Manufacturer narrative:
Customer reported that the motor was not running, both seals were removed. Top case cracked by the front bottom left and right corners, broken ear clip. No visible contamination. Check syringe plunger sensor found in ehl. Device ehl attached to complaint as reference. Reported problem duplicated during power up process. The problem occurred due to left plunger case. Flippers got stuck intermittently. Replaced left plunger case. Power up and performed self test process.

Event description:
It was reported that the device motor was not running. No patient injury was reported.